Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. D10: tsvh13, impl tapered scr-v ha 3.7 mm 3.5mm 13mm/ lot #410926. E1: last/given name unknown / not provided. G4: PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that upon evaluation, it was noted that the abutment fractured from the implant. The implant was stable but with distorted connection and had to be removed. Bone loss was also reported.